Event description:
It was reported that the patient presented to the ER after receiving an alert. Remote transmission showed over-sensing of noise on the right ventricular (rv) lead. Inappropriate shock was attempted by the device but was unable to deliver actual voltage due to the failing rv lead. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.